Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) and reported that the operator cut her finger troubleshooting ¿bad cuvette - air pressure low process¿ errors on the dimension exl 200 instrument. The operator was not wearing personal protective equipment (ppe), such as gloves, while troubleshooting these errors. According to the "general safety" statements defined in the dimension exl with lm / dimension exl 200 operator's guide, "to operate the system, the operator must be proficient in its operation and maintenance procedures. To ensure safety, follow basic precautions. Always wear gloves when operating the dimension exl system.¿. The probable cause of the operator cutting her finger was due to the operator¿s neglect to take necessary precautions while performing routine maintenance and service procedure as defined in the dimension exl with lm / dimension exl 200 operator's guide. The system is performing according to specifications. No further evaluation of this device is required. Section e1: the extension for the initial reporter's phone number is (B)(6).

Event description:
The customer reported that an operator cut her left index finger while troubleshooting ¿bad cuvette - air pressure low process¿ errors caused by her inverted placement of the diaphragm on the dimension exl 200 instrument. The operator applied a band aid, gauze, and gloves; there were no reports of exposure to biohazardous materials. There was no patient impact and no delay in patient processing or reporting. There are no reports of adverse health consequences due to this event.